Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "possible deflation" and exchange of textured breast implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, yellow particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an opening striated in the radius side. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the radius side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-0101-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a right side "possible deflation" and exchange of textured breast implants due to concern with the product. Device remains implanted.